Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 120 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (manually logged): 1:226mg/dl, (B)(6) 2015, 10:26:00 am fasting: yes. 2:271mg/dl, (B)(6) 2015, 08:00:00 am fasting:yes. 3:310mg/dl, (B)(6) 2015, 06:05:00 am fasting:yes. 4:lomg/dl, (B)(6) 2015, 06:00:00 am fasting:yes. 5:348mg/dl, (B)(6) 2015, 04:00:00 am fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 120 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (manually logged): 1:226mg/dl (B)(6) 2015 10:26:00 am fasting:yes. 2:271mg/dl (B)(6) 2015 08:00:00 am fasting:yes. 3:310mg/dl (B)(6) 2015 06:05:00 am fasting:yes. 4:lomg/dl (B)(6) 2015 06:00:00 am fasting:yes. 5:348mg/dl (B)(6) 2015 04:00:00 am fasting:yes. Adverse event not reported.